Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. The guide sleeve and drill sleeve were unable to assemble. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a patient underwent a second surgery to review a trochanteric fixation nail advance (tfna) nail that presented mobility after insertion in the primary surgery where it was cast on (B)(6) 2018. The surgeon alleges that the mobility of the nail was due to the failures presented by the instruments in the surgery. The instruments they carried brought a damaged piece. Still, the surgeon made the decision to put the nail, as he did not realize that the piece was damaged until later. Therefore, the surgeon decided to put the implant. Subsequently, the implant was moved inside the femur, which could be caused by a poor technique at the time of place. Patient and procedure outcome is unknown. This complaint involves three (3) devices. This report is for (1) blade/screw guide sleeve this report is 2 of 3 for (B)(4)

Manufacturer narrative:
Device condition: visual inspection performed at customer quality observed no visual defects on the images provided. The complaint condition was not able to be confirmed. Review of the device history is not possible with unknown lot. With no damage noted on the device images provided, no definitive root cause was able to be determined from the provided information. Conclusion: the complaint condition was not able to be confirmed. During the investigation no design or manufacturing discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon these findings, no additional corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from mexico reports an event as follows: it was reported that on (B)(6) 2018, a patient underwent removal of a trochanteric fixation nail advance (tfna) nail that presented mobility after insertion in the primary surgery on (B)(6) 2018. In the surgery of (B)(6) in the step where the yellow guide sleeve is used in the assembling process, the scrub nurse realized that the piece was damaged. When it was time to insert the yellow drill sleeve, the drill didn¿t pass through. The guide couldn¿t be used so the surgeon had to insert a 32cm needle guide without the drill guide. When the doctor tried to insert the helical blade, it was not in the correct position and when wanted to block the blade it did not lock correctly. When removing the nail and the helical blade on (B)(6) 2018, both were damaged. The nail and the helical blade were replaced with new devices. Procedure was successfully completed with unknown surgical delay. Patient outcome is unknown. This report is for a blade/screw guide sleeve. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device codes: codes 3134 and 1670 were inadvertently used in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Photo received on 1/3/1019, visual inspection started at customer quality 1/28/2019. Actual complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.